Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unexpected outcome after a wavefront guided toric procedure. The surgeon noted there was no lens tilt or no capsular fibrosis. The patient is scheduled for a photorefractive keratectomy procedure to improve the refractive error. Additional information requested.

Manufacturer narrative:
No further information was able to be obtained. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).